Manufacturer narrative:
The last calibration performed on (B)(4) 2020 was ok. Quality controls were within range. Upon review of the alarm trace, no relevant alarms were observed. The issue was resolved after replacement of the reagent pack. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for 206 patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 513 analyzer. The initial values were reported outside of the laboratory. The reporter stated they received an error on their laboratory watch system that told them their hba1c patient results were trending low. They stopped running patient samples. The customer then replaced the reagent pack and ran some patient samples that had been tested on a second analyzer. The results from both analyzers matched. The customer then repeated the affected samples on the complained analyzer and the repeat results were much higher. The repeat values were believed to be correct. Refer to the attachment for all patient data. The cobas c 513 analyzer serial number is (B)(4).